Event description:
The manufacturer received information alleging that the device does not power on. The device was not in use on a patient at the time of the occurrence. The remstar plus c-flex w/sd card, int was returned to a third-party service center for evaluation. The evaluation does not specify if the technician confirmed the customer's complaints. During the evaluation, it was observed that the device has dirt/dust and foam particles inside the assembly. The device was ultimately scrapped.